Manufacturer narrative:
The thermocool® smart touch® sf uni-directional navigation catheter device was returned to biosense webster (bwi) for evaluation. A visual inspection, and temperature and impedance test of the returned device was performed following bwi procedures. Visual analysis revealed a hole in the surface of the pebax. The device was connected to the generator, and the temperature value was intermittently displayed when the catheter was deflected. The temperature intermittence is caused by an electrical breakage of the thermocouple circuit inside the tip that causes a loss in the continuity of the circuit when the device is deflected. A manufacturing record evaluation was performed for the finished device 31248055l number, and no internal action was found during the review. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The issue reported by the customer was confirmed. The instructions for use contain the following warning stated in the carto 3 system manual: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. The instructions for use of the device states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ¿ left procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a broken pebax.. Initially, it was reported that as they were ready to ablate, there was no temperature available on the smartablate. They tried to change the cable and the error remained. When the catheter was changed, the error resolved, and the procedure was successfully completed. There was no patient consequence. The no temperature issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 03-jun-2024, there was a hole in the surface of the pebax. This was assessed as MDR reportable with an awareness date of 03-jun-2024.